Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via submitted log files; however, it was not reproduced during testing of the returned heartmate 3 system controller (serial number: (B)(6)). A backup battery fault alarm was active on 24feb2026. The alarm is associated with the backup battery not passing the load test. A driveline disconnect alarm consistent with the reported controller exchange was observed later on 24feb2026. No other notable alarms were observed. The alarms did not affect the controller's ability to support the pump. The heartmate 3 system controller passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. Throughout testing procedures, the backup battery passed multiple load tests and atypical alarms were not able to be reproduced. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to investigate backup battery faults. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including backup battery fault alarms, and the actions to take if the issue does not resolve. The heartmate 3 IFU section 2, entitled ¿system operations¿, describes the backup battery installation process. Section 5, entitled ¿surgical procedures¿, also explains how to properly install the backup battery in the system controller. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the emergency backup battery (ebb) fault alarm was not able to be cleared on wall or battery. This was the patient's 2nd ebb fault. The backup battery was already reseated and changed. The system controller was exchanged. Log files were sent for review. The log captured recurrent ebb fault alarms beginning at 5:19 am on (B)(6) 2026. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. The event resolved after the controller exchange.